Manufacturer narrative:
(B)(4).

Event description:
It was reported through product return that a suspected malfunction of the pacemaker had occurred. The device was explanted and replaced. No additional information was available.